Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to connection issue. The set was functionally hand tightened to a lab ((B)(4)) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. The complaint could not be confirmed in the lab for connection issue against a titanium adapter. However, this complaint was confirmed during an engineering /quality review of a picture, as a deformed spike; incapable of normal insertion into the bag. Sample's insertion could not be evaluated due to the extent of the tip damage. No batch review was possible since the lot number was unknown. A cause was determined to be due to use/mis-use conditions. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the spike of the set spiked the port of the twin bag unusually during use of a clean flash to connect the set to a twin bag. An alarm 154 occurred on the clean flash. There was no patient injury or medical intervention.